Event description:
During follow-up, decreased sensing and increased capture threshold were observed on the right ventricular (rv) lead. Fluoroscopy was performed and revealed rv lead dislodgement. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.